Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v184883, implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient said 3 to 4 years ago the lead was malfunctioning and had to be replaced. The patient said the lead stopped working right. Agent did not ask about the circumstances that led to the reported issue. No further complications were reported.